Manufacturer narrative:
The reported events of premature discharge of battery, longevity anomaly, and incorrect measurements were not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level reaching eri during the analysis. Review of the device image indicates auto-capture was enabled. Electrical and mechanical analysis performed under nominal settings indicated normal functionality. Further battery assessment at various pulse amplitudes found current levels within normal range and no indication of premature depletion noted. Longevity assessment was performed, based on average drain current, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed premature battery depletion of the pacemaker (pm). The physician elected to explant and replace the pm. The patient condition was not known.